Manufacturer narrative:
This report is submitted february 19, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to an infection. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
It was reported that the infection that lead to explantation, was not device related.